Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migrates from the tubes, perforates organs') and device breakage ('essure breaks into pieces') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping"), fatigue ("fatigue"), insomnia ("insomnia"), pelvic pain ("pelvic pain"), nausea ("nausea"), mental impairment ("diminished brain functions"), hypoaesthesia ("numbness in limbs"), headache ("headaches") and visual impairment ("vision issues"). The patient was treated with surgery (bi-lateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain lower, fatigue, insomnia, pelvic pain, nausea, mental impairment, hypoaesthesia, headache and visual impairment outcome was unknown. The reporter considered abdominal pain lower, device breakage, fallopian tube perforation, fatigue, headache, hypoaesthesia, insomnia, mental impairment, nausea, pelvic pain and visual impairment to be related to essure. The reporter commented: patient underwent numerous surgical procedures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migrates from the tubes, perforates organs') and device breakage ('essure breaks into pieces') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain lower ("pain/cramping"), fatigue ("fatigue"), insomnia ("insomnia"), pelvic pain ("pelvic pain"), nausea ("nausea"), mental impairment ("diminished brain functions"), hypoaesthesia ("numbness in limbs"), headache ("headaches") and visual impairment ("vision issues"). The patient was treated with surgery (bi-lateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device breakage, abdominal pain lower, fatigue, insomnia, pelvic pain, nausea, mental impairment, hypoaesthesia, headache and visual impairment outcome was unknown. The reporter considered abdominal pain lower, device breakage, fallopian tube perforation, fatigue, headache, hypoaesthesia, insomnia, mental impairment, nausea, pelvic pain and visual impairment to be related to essure. The reporter commented: patient underwent numerous surgical procedures. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.